Event description:
Implant got stuck in insertion handle. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. A review of production and material documentation shows that the instrument was manufactured in may 2010 in accordance with specifications. A macroscopic examination established at the aiming arm shows signs of heavy use, in particular around the implant interface. These findings allow the conclusion that the problem in hand is not production-related, all the more so given that these instruments are subject to a 100% inspection before they leave the factory. No product defect is extant.